Manufacturer narrative:
Follow-up #1 date of submission 10/06/2015-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: a review of the pump black box showed continual rebooting occurred on the date of the complaint. During a visual inspection of the pump, the battery compartment was observed to be cracked on the side of the compartment from the threads down to the case seal. The returned battery cap had damaged threads and was unable to secure properly to the pump; a power loss was observed with the returned battery cap. During testing, the pump was exercised for 24 hours using a test battery cap with no intermittent power or reboots occurring.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (no power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.